Event description:
It was reported that upon insertion of the 2.75 x 12 mm nc trek balloon into an unspecified guiding catheter, the proximal portion of the shaft (outside of the patient), separated. No resistance was encountered prior to the shaft separation. No adverse patient effects were reported. The procedure was completed using another device. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on all the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.